Event description:
The affiliate alleged the customer reported an elevated troponin I (accutni) result, for one patient, involving unicel dxc 600i synchron access clinical system. Subsequent testing produced a result within the normal reference range. The elevated result was released out of the laboratory. An amended report was released to the physician. There was no report of patient injury. There has been no report of change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009 and discovered punctured peristaltic pump tubing. The fse replaced the peri-tubing and mixer bearings and verified alignments. The fse performed hardware verification per established procedures. The fse completed system check, high sensitivity (hs) lumwash son, and hs inc. 52. The unit conformed to the manufacturer's published performance specifications. The patient's sample was collected in a 13x100mm greiner serum tube. Sample centrifugation was performed at 3,600 relative centrifugal force (rcf) for ten minutes at 25 degrees c. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.